Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - the reamers were binding up due to bone debris. This caused a 15-20 minute delay in surgery.

Manufacturer narrative:
See d4 lot number, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2025-00204; 804-06-310, s100 - functional, instrument failure; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.